Manufacturer narrative:
The device is not expected to be returned for testing. Investigation is not complete. Documentation received from the reporter indicated that information on reprocessing of the device was not provided. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report received from the (B)(6) food and drug administration that stated the following: "there was dot in the cassette." No additional details were provided including patient information, event date, or initial reporter. Hospira's medical investigation is complete; however, if additional information is received a supplemental report will be submitted.